Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for a manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that approximately 10 minutes after initiating the hemodialysis (hd) treatment, the blood exiting the dialyzer was noted as being dark purple in color and not the normal red color observed when the blood entered the dialyzer. The treatment was stopped, and the blood within the extracorporeal circuit was not returned to the patient. The patient's estimated blood loss (ebl) was noted as being approximately 250cc. No dialyzer damage was visible. Furthermore, no blood clots were observed in the dialyzer or the bloodlines. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. Follow-up was provided which revealed that the dialysate was from a central delivery system, therefore, the dialysate bath remained the same after the patient was re-setup. Additionally, the patient was not given heparin or any other medication prior to or upon initiation of the hd treatment. The patient was not eating or drinking at the start of or during the hd therapy. Finally, the technician confirmed that the saline line was not left open at the start of the treatment. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.